Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve had over drained and was revised. The patient's gait disturbance has worsened. The reported valve was implanted with the setting of 150 mmh2o. The valve was used with a catheter via v-a shunt due to secondary nph. The setting was changed to 30 mmh2o, however, it did not make an improvement of the patient symptom. So, the reported valve was replaced with a new valve. There was no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional information- d10, g4, g7, h2, h3, h4, h11. Corrected information- b5, g2, h6, h10. Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated per internal procedure. - the valve was tested for programming according to doc059 rev/003. With programmer 82-3126 with serial number (B)(6), the valve passed the test. The valve was flushed per internal procedure the valve passed the test no occlusion was noted. The valve was leak tested per internal procedure. No leaks noted. The valve was reflux tested per internal procedure. The valve passed the test. The valve was dried. The valve was then pressure tested according to test method internal procedure, the valve passed the test no root cause could be determined; as the technician was unable to confirm the problem reported by the customer. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.